Event description:
It was reported that during a left sided idiopathic vt ablation procedure a patient complained of chest pain. Thirty minutes later, pericardial effusion was observed under transthoracic echocardiogram. The patient became hypotensive noted 5-10 minutes afterwards. The navistar catheter was withdrawn from the left ventricle and heparin was reversed. Pericardiocentesis was performed and approximately 250-300cc of fluid was removed from the pericardial space. The patient was stabilized and was kept overnight for observation. Since then, the patient was reported doing well with no residual complications. The physician's opinion regarding the causality of the pericardial effusion was the pressure of the catheter pushed against the apex. The user experienced some difficulty in manipulating the catheter due to the small left ventricle cavity. This event occurred during mapping and not during ablation. The sheath used in this event was non-bwi sheaths (sro and ascao)

Manufacturer narrative:
(B)(4). It was reported that during a left sided idiopathic vt ablation procedure a patient complained of chest pain. Thirty minutes later, pericardial effusion was observed under transthoracic echocardiogram. The patient became hypotensive noted 5-10 minutes afterwards. The navistar catheter was withdrawn from the left ventricle and heparin was reversed. Pericardiocentesis was performed and approximately 250-300cc of fluid was removed from the pericardial space. The returned complaint device was evaluated for electrical leakage and electrical resistance performance, temperature and generator behavior, deflection characteristics and for patency flow. The analysis results showed the catheter passed these tests meeting its specifications. The device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi representative. The physician did not feel any bwi product deficiency was the cause of this issue, rather was patient-related and a complication of the procedure. The customer declined system service. (B)(4).